Event description:
On 3/16/99 the pt, a three year-old male who was admitted with a diagnosis of profound deafness, underwent cochlear implant surgery. During surgery a bair hugger warming blanket was used to keep the child warm. The temp was set at 37 degrees celsius. Shortly after the warming unit of the blanket was turned on, it alarmed, indicating that is was overheating. The warming unit was turned off and replaced. Upon admission to the recovery room, the bair hugger blanket was removed from the pt and he was noted to have a vesicular rash of both inner thighs, with the left being greater than the right. In addition, the pt was noted to have a rash on the left side of his abdomen and inner aspect of his left arm. A plastic surgery consultation was obtained and the pt was diagnosed as having blisters that were compatible with superficial second-degree burns for which silvadene cream was recommended. On 3/17/99 the infant's burns were noted to be improved and he was discharged home.